Event description:
It was reported based on a comment that during the procedure the indeflator was noted to be pulling air into the chamber. A leak seems to be coming from the tubing that connects to the chamber. The indeflator was changed to a new indeflator to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event estimated.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.